Manufacturer narrative:
Updated data: d4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in a heart valve return kit jar, fully submerged in a cloudy 0.2% glutaraldehyde solution. The valve was slightly crimped, with the valve tissue appearing desiccated. All leaflets exhibited signs of desiccation, creases, and frame imprints. These conditions may be associated with the valve being crimped inside the capsule of the delivery system for an unknown duration. The leaflets were stiff yet slightly flexible. All leaflets were in the open position. All commissures were intact. No damage, such as bends or kinks, was found on the frame. The outflow and inflow displayed an elliptical appearance. The valve was submerged in body-temperature (approximately 37 °c) saline. The frame expanded; however, it retained a compressed state. It is possible that the compressed state may be associated with the valve being loaded inside the delivery system for an unknown duration of time. Due to the receipt condition, a deployment simulation to evaluate against the alleged event could not be performed. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5 (second paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, the deliv sys d-evprop23-29 system exhibited an issue in which the tip retraction mechanism was automatically being pushed backwards, and the nosecone was not moving to release the valve, causing the system to remain closed during attempted deployment. This issue was observed while the second operator rotated the handle to implant the valve. The delivery catheter system (dcs) with the loaded valve was withdrawn from the patient and replaced with a new dcs and valve, with which a successful implant was performed. No patient complications have been reported as a result of this event. Additional information was received indicating that a misload was not identified during loading and a valve infold was not observed during deployment.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, the deliv sys d-evprop23-29 system exhibited an issue in which the tip retraction mechanism was automatically being pushed backwards, and the nosecone was not moving to release the valve, causing the system to remain closed during attempted deployment. This issue was observed while the second operator rotated the handle to implant the valve. The delivery catheter system (dcs) with the loaded valve was withdrawn from the patient and replaced with a new dcs and valve, with which a successful implant was performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.